Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents and/or complaints reported from this lot. Based on the information provided, the investigation determined that the reported balloon rupture was likely due to circumstances of the procedure. It is likely that the rupture occurred due to interaction with the heavily calcified superficial femoral artery that was 80% stenosed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada 18 referenced are filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery that was 80% stenosed. The 3x200mm armada 18 balloon was advanced without issue to the lesion and inflated once at 8 atmospheres when it ruptured. The device was removed. Then a 4x200mm armada 18 balloon was advanced without issue to the lesion and inflated once at 8 atmospheres when it ruptured. The device was removed. A rotablator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.